Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patients right ventricular (rv) lead had dislodged. The dislodgement was verified via x-ray. The lead was extracted and a new lead was placed without incident. No patient complications have been reported as a result of this event.